Event description:
It was reported that a no disposable alarm occurred. The patient silenced, reviewed the settings and closed the clamp. Then, the patient proceeded to remove the cassette and gently tapped the cassette and massaged the tubing to disperse the air bubbles in the line. Replaced the cassette, opened the clamp and started the pump. The pump was running. No patient injury was reported.

Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.